Event description:
It was reported that the smartsite 13mm vented vial access device cap "broke through" the gemcitabine membrane. The following information was provided by the initial reporter, translated from italian to english: "he says the cap "breaks through the drug / breaks the membrane."". "Gemcitabine comes in 2 ml bottles. It is as if the adapters had "broken through" the pierceable plastic of the chemotherapy instead of fitting hermetically. It happened with three bottles in a row, consequently with three different fittings.".

Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device lot#: 202024. H.6. Investigation: a mv0413-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 202024. Additional information provided by the customer appears to indicate that the vial access device had damaged the bottle upon connection. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A review of the production records from lot 202024 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Manufacturer narrative:
OEM manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # 202024 was not found for the reported catalog # mv0413-0006. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite 13mm vented vial access device cap "broke through" the gemcitabine membrane. The following information was provided by the initial reporter, translated from (B)(6) to english: "he says the cap "breaks through the drug / breaks the membrane."" "Gemcitabine comes in 2 ml bottles. It is as if the adapters had "broken through" the pierceable plastic of the chemotherapy instead of fitting hermetically. It happened with three bottles in a row, consequently with three different fittings."